Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion, urinary frequency, urgency, incontinence, pain, dyspareunia, worsening urgency, urge incontinence, pelvic muscle weakness, nocturia, fibrous ring posterior to the pubic bone, sepsis with urinary tract infection and bacteremia. Excisions of the mesh were performed.